Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to discuss the sudden bradycardia response (sbr) feature in the device as the patient experienced syncope for an unknown reason. Sbr was on in the device, however, the algorithm was not aggressive enough for patient's condition. The field representative reprogrammed the sbr function to be more aggressive. It was noted that the patient has many other health issues that could have contributed to syncope.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.